Manufacturer narrative:
Device will not be returned for evaluation. Additional information has been requested and if received, will be reported on a supplemental report.

Event description:
Surgeon reported that a female patient underwent a surgery due to a broken gamma nail. According to his information, this nail was broken in the patient's left thigh in the area of the leg recessed collar head-screw and had to be removed.